Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Representative confirmed that the device was discarded after explant and would not be returned for additional evaluation and investigation. As additional investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending return of device for analysis. Internal complaint number: (B)(4).

Event description:
Representative contacted technical solutions to report a patient with multiple underinfusion volume discrepancies. Representative stated that the patient did not have any recent MRI exposure or falls/traumas to the pump site. The first underinfusion that was alleged had an expected volume of 6.811ml and an actual aspirated volume of 7.5ml. The second underinfusion observed had an expected volume of 6.012ml and an actual volume aspirated of 9.5ml. The third underinfusion that was observed had an expected volume of 5.47ml and an actual aspirated volume of 10.5ml. The final underinfusion that was observed had an expected volume of 7.378ml and an actual aspirated volume of 14ml. A dye study was performed in which the catheter could not be aspirated. Representative stated that the patient has diabetes and does not heal well, so the physician has decided to explant and replace the entire system to avoid having to open the patient again in the near future. The physician explanted and replaced the patient's entire system. MFR 3010079947-2020-00375 captures the patient's catheter explant.